Event description:
Mastitis unk etiology (wound infection); unilateral breast implant exchange on (B)(6) 2018 using inplant funnel surgical sleeve; approx 1.5 weeks post surgery, pt had drainage from incision site - (B)(6) infection - treated with (B)(6). (Two other separate incidents possibly related to use of this medical device; 2 other separate reports submitted to FDA, describing the incidents).